Manufacturer narrative:
Injector lot number search, cartridge lot number search. Results: an injector lot number search was performed and two similar complaints were found. A cartridge lot number search was performed and no similar complaint was found.

Event description:
The reporter stated the surgeon inserted a bausch & lomb lens and the front haptic straightened out in the cartridge while advancing the iol. There was no pt contact or injury. The reporter stated it was the surgeon's opinion that the cause of the iol damage was due to the foam tip plunger/overrode iol.